Manufacturer narrative:
(B)(4). To date, the device has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted. A review of the device history records indicated that this serial number was released meeting all specifications as manufactured.

Event description:
The customer reported a false positive for detection of cotton on scan of patient at end of the procedure. Re-scan showed all clear.